Manufacturer narrative:
The investigation determined that a non-reproducible and higher than expected vitros troponin I es result was obtained from a patient sample processed using vitros troponin I es (tropi es) reagent on a vitros eci immunodiagnostic system. A definitive assignable cause could not be determined. Based on historical quality control results a vitros tropi es lot 3251 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaints has not identified any signals that would suggest there is a potential systemic issue with vitros troponin I es reagent lot 3251. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3251 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. Additionally, an instrument issue did not likely contribute to the event as within run precision testing conducted on the vitros eci immunodiagnostic system yielded results that were within acceptable guidelines. However, the precision testing was run after the customer had cleaned the microwell incubator. Therefore, a possible prior instrument issue related to incubator contamination cannot be entirely ruled out. Pre-analytical sample processing could not be ruled out as a contributing factor. It is unknown if the customer was processing samples following the sample collection device manufacturer¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible and higher than expected vitros troponin I es result from a patient sample processed using vitros troponin I es (tropi es) reagent in combination with a vitros eci immunodiagnostic system. Patient sample result of 0.319 ng/ml vs. The expected result of less than 0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es result was not reported from the laboratory. No treatment was altered, initiated or stopped based on the higher than expected result. There have been no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).